Event description:
Lisa in customer service states the provider stated the end user has heavy legs and bariatric due to edema, and the end user keeps breaking the hinge plates on left and right side and a heavy user. Provider disconnected and no further information provided. Line 2.